Manufacturer narrative:
(B)(4). The customer installed the graphic user interface central processing unit. The service engineer downloaded the current revision software. The ventilator passed self-testing.

Event description:
It was reported that an 840 ventilator generated a loss of communications error. Patient involvement information was not provided.